Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received an inappropriate shock. Device interrogation indicated the shock was delivered due to noise/oversensing on the rv lead. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which the pace/sense portion of the lead was capped and replaced.